Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Customer reported that the surgery was on (B)(6) 2006. Patient is located in (B)(6) but fell on vacation in (B)(6) and required surgery at (B)(6) hospital in (B)(6). Patient said that due to the small size of the hospital, they didn't have the correct size of implant and had to implant a smaller size than she required and her hip is now lower than the other hip. She has recently started to experience pain in her hip and going down her leg. Patient was told this product was recalled in 2006 and is requesting information on the recall so she can take that to her doctor. Patient stated implant card states stryker hip and the procedure date but does not have the part number of the product.

Manufacturer narrative:
An event regarding limb length discrepancy involving an reliance stem was reported. Following a clinician review limb length discrepancy was not confirmed but malposition was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "a main issue in this case is the malposition of the reliance stem in some 7° of varus where the distal stem tip touches the inner cortex of the femur. The surgeon reported a stable stem during implantation although the malalignment of the stem allows to reconstruct the problem that occurred during implantation. If the bone preparation broach or reamer is introduced in the femoral intramedullary canal in oblique direction in varus, it will hit the distal inner femoral cortex giving the false impression of adequate size because the reamer/broach cannot be introduced any deeper. This is hard contact between cortical bone and broach tip and clearly prevents any deeper introduction of the instrument even though stem size may still be inadequate such as in this patient. The fact that in 2016, also leg length shortening was reported, may indicate that beyond stem malposition also stem loosening was present. At time of implantation in 2006, there was no clear leg length difference, so if this would be present in 2016, the stem must have subsided suggesting stem loosening although there is no objective evaluation of leg length by a physician. Subjective feelings of the patient may be misleading and also be caused by insufficiency of atrophic musculature or other instability mechanisms. Procedure-related factors: stem malposition in varus with undersized device, likely primary failure mode. Patient-related factors; osteoporosis may represent a secondary factor contributing to late pain in the arthroplasty. Device-related factors: none. Diagnosis: stem malposition in varus with an undersized device has quite likely caused ¿end-pain¿ in the femoral bone although it would also be possible that the accompanying osteoporosis has played a secondary role in the development of pain. Recent x-rays are required to differentiate between these two possible pain mechanisms". Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant concluded - stem malposition in varus with an undersized device has quite likely caused ¿end-pain¿ in the femoral bone although it would also be possible that the accompanying osteoporosis has played a secondary role in the development of pain. Recent x-rays are required to differentiate between these two possible pain mechanisms". No further investigation for this event is possible at this time. If devices and / or additional information including recent x-rays become available, this investigation will be reopened.

Event description:
Customer reported that the surgery was on (B)(6) 2006. Patient is located in (B)(6) but fell on vacation in (B)(6) and required surgery at (B)(6) hospital in (B)(6). Patient said that due to the small size of the hospital, they didn't have the correct size of implant and had to implant a smaller size than she required and her hip is now lower than the other hip. She has recently started to experience pain in her hip and going down her leg. Patient was told this product was recalled in 2006 and is requesting information on the recall so she can take that to her doctor. Patient stated implant card states stryker hip and the procedure date but does not have the part number of the product.